Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system intended for use in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 pulled free after deployment. An exact root cause cannot be determined with confidence without the return of the device, however, factors that could have contributed to the reported event include: pathological conditions in the soft tissue that would prevent secure fixation. The instructions for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a left knee acl reconstruction + posterolateral corner reconstruction + meniscal repair, t2 disengaged/pulled out from the meniscus as the sutures were pulled to reduce the knot. The procedure was completed with a back up device with no patient injury reported. It is unknown if a delay was caused due to the device malfunction.